Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 17186314.

Event description:
It was reported that the patient underwent a revision procedure wherein the lead were replaced due to high impedance. The paitent was doing well postoperatively.